Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that the pump was alarming no disposable with a smiths medical, cadd medication cassette attached. It was reported the end user mixed two cassettes with her own supply. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time